Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot was performed and revealed no manufacturing nonconformities. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible there was a suture snag; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a prostyle device after a percutaneous coronary intervention procedure with an 8f sheath. Reportedly, deployment was successful. When retrieving the suture from the prostyle device, the axial (blue) suture frayed into three strands. The three strands were aligned, and the knot was advanced. The same suture was used to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.